Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full-height drawer main 2 would not recover. No leds were illuminated on the pyxis controller board. A field service engineer (fse) tested the drawer board and solenoid with an ohm meter, and they tested good. Replacing the pyxis bus controller board did not correct the issue. After replacing the drawer board, the issue was resolved. The customer tested the station in the medical application, and the fse tested the station in diagnostics. Both tests confirmed the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.